Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. X-ray reviewed: narrative (nail breakage) could be verified from provided x-rays. Therefore, the complaint is rated as confirmed. The review of the x-rays does not allow to any determination of any root cause. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, a subtrochanteric femur fracture was treated with a tfna nail on (B)(6) 2020. A nail breakage was diagnosed on the (B)(6) 2020. The revision surgery was performed on (B)(6) 2020 with tfna nail. There was no fragment generated. The revision surgery was completed successfully without delay reported. The patient outcome was stable. Concomitant devices reported: unknown nail head elements: tfna helical blade (part # unknown, lot # unknown, quantity# 1). Unknown screws: locking: trauma (part # unknown, lot # unknown, quantity # unknown). This complaint involves one (1) device. This report is for (1) 9mm/135 deg ti cann tfna 235mm/left - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the inspection has shown that one wall of the slotted locking hole is cracked. Also the shaft is cracked on a length of about 25mm, the crack starts on the top of the cracked locking hole. Otherwise the received nail is in good condition, only some slight discolorations are visible that can be traced back to the time in-situ. The complaint is rated as confirmed as the nail is cracked at the locking hole. The crack is also visible on the received x-rays and it can be confirmed based on these pictures that the nail was replaced with a longer nail after the fracture. During the performed evaluation no manufacturing related issue could be detected. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities.,x-ray reviewed: narrative (nail breakage) could be verified from provided x-rays. Therefore, the complaint is rated as confirmed. The review of the x-rays does not allow to any determination of any root cause. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot =manufacturing location: monument, manufacturing date: 12-nov-2018, expiration date: 01-nov-2028, part number: 04.037.945s, 9mm/130 deg ti cann tfna 235mm/left - sterile, lot number: h774898 (sterile). Component part(s) reviewed: part number: 04.037.912.4, wave spring, shim ended, bp55 lot number: h613139. Part number: 04.037.942.2, lock prong, 130 degree tfna, bp55 lot number: 1l24662. Part number: 04.037.912.3, tfna lock drive, bp58 lot number: h760110. Part number: 21127, timoagri16.00, bp80 lot number: h744339. Device history review =25-jan-2021: DHR reviewed by: (B)(4). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.